Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer was unable to clear the alarm. There was no reported impact to the customer¿s blood glucose level. Customer declined to provide information regarding alternate insulin therapy.